Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the ins hasn't worked in a couple of years. It was noted that the patient lost their patient programmer (pp) in a house fire and hasn't been able to check their device since. It was reported that the ins is dead and that the patient is going to have it explanted sometime in (B)(6) 2018. No further complications are anticipated.